Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: foreign objects inside nozzle, air/water flow issues from the air/water flow system, due to angle wire wear, bending angle is in up direction and up/down knob does not meet the standard value, adhesive on bending section had a crack, flexibility adjustment ring was stiff and scratched, plastic distal end cover had a scratch, objective lens had a scratched, universal cord on scope connector had a scratch, forceps elevator lever and knob had a scratch. Right/left and up/down knob had a scratch. Image guide protector had a scratch. The connecting tube, switch box, grip, control unit all were scratched. Control unit was discolored. Scope connector is peeled. Electrical connector has discoloration due to water leakage the cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not specify what the foreign material may have been. It was unknown if there was a delay in the start of precleaning, the air / water nozzle was flushed with water and air, it was unknown if there were any abnormalities in the accessories used for reprocessing, it was unknown if the endoscope was immersed in the detergent solution, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, it was unknown if the air / water nozzle was flushed with the detergent solution, and there were no noted concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6) hospital

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object inside nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.